Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. D4: batch # 412c97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with one gst60g reload present. The reload was received partially fired 1/16. Upon evaluation of the reload, the reload body was bent and broken, with the reload pan partially dislodged, with some drivers missing and out of position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 412c97, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, with the second magazine, the stapler released briefly and then stopped. Exemplary handling intraoperatively. No patient consequences were reported.